Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead was found to be dislodged. The patient had developed a junctional rhythm requiring atrial pacing. As a result, the physician explanted and replaced the atrial lead. The patient remained stable throughout the procedure.